Event description:
This patient was hospitalized with continued elevation of pump flows, pump power, and ldh levels for approximately one month with suspected pump thrombosis unresponsive to thrombolytics. During this time the patient was refusing pump exchange; he only wanted a heart transplant. On (B)(6) 2015 the patient was made "do not resuscitate (dnr)" on palliate care and expired. The pump speed, originally at 2500, was down to 2400 on (B)(6) 2015, but then spontaneously the speed dropped to 2150 rpm. The site decreased the speed on the monitor to 2200rpm then heard a critical alarm and the controller was really hot. By the time the backup controller backup was powered up the patient was gasping for air, and the pump did not re-start. The patient expired (B)(6) 2015; the cause of death was reported as pump thrombosis and acute exacerbation of heart failure. No autopsy was performed. This is report 1 of 2.

Manufacturer narrative:
Unchecked "user facility". Removed device manufacture date. Device manufacture date is unknown. Controller (B)(4) was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. (B)(4) met specifications as the controller passed visual inspection and functional testing. The reported "overheating" event could not be confirmed since the heat dissipation was found to be normal as compared to known good controllers. Log file review revealed controller fault alarms; these alarms are an incidental finding and did not contribute to the reported event. The reported power trending upward was confirmed via review of the controller log files which revealed a rise in power consumption to parameters outside the normal operating range. There is no evidence to suggest that a controller malfunction caused or contributed to the death. There are factors such as the patient's pre-existing condition of heart failure, previous development of thrombi, and use of anticoagulation that are possible contributing factors to the pump thrombus and subsequent death. The IFU states that death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00535 and 3007042319-2015-00910) submitted for a device related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare back up controller available at all times with a warning to switch to the back-up controller if there is a controller failure or a controller fault alarm that will not clear. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00535 and 3007042319-2015-00910) submitted for a device related to the same event.